Event description:
Registered nurse (rn) called to "de-clog" nasojejunal (nj) feeding tube for this patient. Tube was not clogged but kinked about 13 cm back from the nose, could get some water down, but noticed when I did that, the patient's mouth secretions increased. Asked bedside rn who was in the room, about secretions and she said patient has been having a lot. Tired water flush again, 20 ml or so, the amount out the mouth of increased clear watery mucus fluid was too much of coincidence, likely hole in nj tube. Undid bridle, pulled nj out from 110 to 97 where I found 1st kink and a hole right at the kink! Pulled whole nj, another kink a few cm from the hole and kink at 97cm. This should not happen if only 60ml syringe used. In fact it should be impossible from the tests that tube team has done with these cortrak tubes. Looked in charting to see when, it appears problem started last night. Looked for anything put down nose or throat, endo, re-intubation, can see nothing. Best guess is that a nurse put pressure in with a syringe smaller than a 60 ml, most ICU nurses know to not do this, ever, as these tube will rupture anywhere along the length with that kind or pressure. Manufacturer response for tubes, gastrointestinal (and accessories), halyard (per site reporter). Emailed avanos, no response yet.